Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, event, serial number, and patient information were not provided.

Event description:
The customer reported some events were the devices were bumped and then shut down. No event details were provided, except that the biomed evaluation found evidence of corrosion or bent pins. No patient harm was reported.